Manufacturer narrative:
Additional information has been provided. The following changes have been made: b.5. Describe event or problem: it was reported when using the bd vacutainer® serum tube the tube was cracked and there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "a scratch was found inside the tube and foreign matter or dirt was found on the inner wall of the returned tubes." Annex a code: a180104.

Event description:
It was reported when using the bd vacutainer® serum tube the tube was cracked and there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "a scratch was found inside the tube and foreign matter or dirt was found on the inner wall of the returned tubes."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2023-03-24. H6: investigation summary: bd received 19 samples and 11 photos for investigation. The photos were reviewed and the customer¿s indicated failure modes of tray pack residue and additive abnormality were observed. Based on the investigation results, the complaint for tray pack residue meets the criteria of a previously investigated complaint additionally, the customer samples were evaluated by visual examination and the indicated failure mode for scratch on product/component with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode tray pack residue, scratch on product/component, and additive abnormality. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® serum tube the tube was cracked and there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "a scratch was found inside the tube and foreign matter or dirt was found on the inner wall of the returned tubes."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknow.

Event description:
It was reported when using the bd vacutainer® serum tube the tube was cracked. The following information was provided by the initial reporter. The customer stated: "a scratch was found inside the tube."